Event description:
It was reported that upon opening the package, it was observed that the tubing had separated from the clamp. Although requested, there has been no impact to patient response or additional event information made available to date. However, based on the initial description, it is concluded that there was no patient involvement associated with this event.

Manufacturer narrative:
Correction; h.6. (Patient codes). The customer¿s report of tubing separation was confirmed. Visual inspection of the set noted separation at the engagement between the tubing and the lower fitment. Evidence of insufficient solvent and incomplete insertion was observed. The set still had the clear caps on the drip chamber spike and male luer and the set was taped and bound at the lower segment below the roller clamp no other anomalies was observed. No cracks or tears were observed and all other connections were tight and secure. Dimensional analysis was performed and the separated tubing was found to be within specification(s). The root cause of the reported tubing separation was identified as due to a combination of factors related to insufficient solvent and improper assembly due to equipment and/or operator error.

Manufacturer narrative:
Patient information requested but not provided the affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that upon opening of the package, it was noted that the tubing separated from the clamp. There was no impact to patient.